Event description:
Original implant in 2004. Monitoring his device demonstrated that he had a ventricular impedance greater than 3000 ohms suggesting that he had an open circuit within the lead. Device explanted and new device implanted.